Event description:
The customer stated that she tested her blood glucose using both her elite meters. The older of the two meters read 200 mg/dl, while the other read 79 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the sys. No product will be returned at this time.